Manufacturer narrative:
A2: age at time of event. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent functional testing and the machine performed according to product specifications. The reported condition was not verified. The event history log review showed multiple occurrences of the door latch failure (error code 21506) issue. Performed infusion test run at 125ml/hour for 10 minutes, unable to reproduce the door latch failure 21506. As a precautionary measure, door sensor calibration and complete release testing tests passed all testing methods. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum large volume pump (lvp) ceased infusing an unspecified vasopressor medication. A pump alarm was not triggered when the infusion stopped. The patient's blood pressure "dropped" until a new pump was programmed and started. No further information was available at the time of this report.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang. Should additional relevant information become available, a supplemental report will be submitted.